Event description:
Rn obtaining morning labs from PICC line using smiths medical saf-t holder device with multi-sample male luer adapter. After attaching device and obtaining samples, rn twisted off device to flush and male luer adapter disconnected from holder device and got stuck in PICC line lumen cap. Unable to get broken piece out of cap so rn changed blue cap on PICC line. FDA safety report ID#: (B)(4).